Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (acc tnl) result that were generated by the access 2 instrument. The customer indicated that they obtained erroneously high accu tnl results on three (3) patient samples. The customer stated that the accu tnl results were "above the ami cut-off". The customer indicated that the accu tnl results were in the "normal/negative range" upont repeat. The erroneous results were not reported out of the lab. The actual acc tnl results were not provided. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.